Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that display was flashing. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank flashing white liquid-crystal display due to cracked liquid-crystal display controller. Unable to verify missing segments due to blank flashing white liquid-crystal display. No notification light anomaly noted during testing. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white liquid-crystal display.